Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. Additional information was requested but not provided. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not engaged on the unit, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/ red position. During this visual analysis, a kink was observed on the delivery shaft, located 14 cm apart from the distal tip. The functional deployment simulation evaluation could not be performed, as the unit denoted evidence of a complete deployed state in which the plug was no longer present, the indicator wire was retracted, and the indicator window was in the black/white/red position, along with the fact that the deployment lever was not engaged to the unit. Nevertheless, the button was placed back on the unit, and it was denoted that the current position of the rest of the deployment lever mechanism was indeed in the deployed state, as the button got assembled in the depressed position. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results obtained were within specification. A high magnification microscopic evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The state of the internal configuration was aligned with a complete deployed state of the unit, which denoted that no type of evidence related to any impediment for the intended use of the device was observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device. The device was received fully deployed, with the internal mechanism showing full deployment of the lever, indicator wire retracted, and the window in the black/white/red stage. The guard was locked, and no anomalies were noted to the internal mechanism. However, the deployment lever was received disengaged from the device, during functional analysis the lever was successfully reattached which confirmed the internal mechanism configuration that a full deployment of the lever had occurred on the received device. Additionally, a kink was noted on the delivery shaft of the device received. The exact cause of the issues experienced could not be determined during analysis of the returned device. Based on the limited information available for review and product analysis, unspecified procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.